Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit quit running went into standby. There was no harm reported.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d10, e1(event site email), g3, g6, h2, h3, h6 (health effect ¿ clinical code,health effect ¿ impact codes), h11.

Event description:
It was reported by customer that before use the cardiosave intra-aortic balloon pump (iabp) unit quit running went into standby. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, troubleshot unit onsite and replaced the scroll compressor and temperature probe cable. Product passed all functional and safety tests per manufacturer specifications. Returned unit back to customer.